Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to impedance issues and low shock less than 20 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).